Event description:
Reported 2 false positive sars results for one patient out of 4000 tests run in the month. The symptomatic/asymptomatic status of the patient is unknown. This report is to indicate one of the false positive instances, and an additional report will be filed for the other instance. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.